Manufacturer narrative:
Upon visual inspection of the returned novasure disposable device, a hole was observed on the bottom side of the array near the proximal array end. This was most likely caused by excessive longitudinal retraction force exerted on the array after the procedure, resulting in abrasion of the array against the external sheath distal tip. An indent was found in the sheath where the array got caught and distorted it. As this damage presumably occurred post-ablation, the device ablation profile would not be impacted. This observation will be monitored and trended.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, a pre-diagnostic hysteroscopy was performed. Then the physician proceeded to the ablation. The ablation lasted 1 minute and 44 seconds, cavity length was 4 and width 4.4. The doctor removed the device from the patient cavity and the sheath was crumpled and the underside of array had a tear. The doctor did not feel that any of the mesh looked like it was missing and appeared to just be a tear. A post hysteroscopy was performed and patient cavity looked good. No patient injury.